Manufacturer narrative:
Device manufacture date - correction - inadvertently did not update to ni and was left as na on the initial MDR submitted.

Event description:
It was reported by the caregiver of that patient that after having the generator replaced, the generator wound site never healed and has been consistently opening back up with small amounts of healing. The patient has been treated at a wound care facility for the open wound by applying skin grafts, antibiotics and other types of procedures to attempt to help with the healing process. The surgeon's office was contacted for follow up; however, the surgeon's office was unable to provide any additional relevant information regarding this patient. No additional relevant information has been received to date.